Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11030. It was reported that balloon rupture occurred and wire perforated the shaft of the catheter. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A stingray lp catheter and stingray guidewire were selected for use. Antegrade dissection reentry technique was performed. The stingray catheter was advanced towards the target lesion at the re-entry zone and oriented to correct projection, however when the stingray guidewire was advanced, resistance was encountered at approximately 10 cm proximal to the stingray balloon. It was also noted that the wire appeared to be outside of the catheter during angiography. Furthermore, it was noted that the balloon ruptured at 6 atmospheres. The device was removed and another guidewire was advanced across the cto lesion via true lumen and then 4 stents were deployed. After the case was finished, the device was inspected and found out that the guidewire punctured the catheter shaft at approximately 10 cm proximal to the balloon at the transition point between the flexible and stiff section. No patient complications were reported and the patient's status was stable.